Event description:
A report was received regarding a peritoneal dialysis pt. The pt noticed that the cycler was set inside the cassette door when he removed the cassette. When he brought the cassette to the nurse, she noticed a pin hole, however, discarded the sample. She does have the remaining cassettes from that lot at the unit.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: 9 companion samples were received from code (B)(4), lot# 11br08010 with original packaging. A visual inspection was performed and no defects were found. A functional test was performed to all the samples with the liberty cycler machine in order to find any leak or problem related to this failure mode. No leaks or problems were found during the simulated treatment. The treatments were successfully completed. Conclusion: the complaint is not confirmed. Event data will be trended per current quality data analysis procedure.